Event description:
#Medwatcher #(B)(4). I had severe abdominal and pelvic pain. Severe menstrual bleeding. Joint pain migraines all severe enough to be put on pain medications. My ob finally agreed to hysterectomy 8 years later.